Manufacturer narrative:
Complaint conclusion: as reported, the 5f mynxgrip vascular closure device (vcd) sealant was stuck to the atraumatic tip. There was no reported patient injury. The product was clinically used. Multiple attempts to gather additional information have been made and have been unsuccessful. The product was not returned for analysis. A product history record (phr) review of lot f1909901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿sealant stuck to device components¿ could not be confirmed as the device was not returned for analysis. The exact cause of the issue reported could not be determined. Based on the limited information available for review, handling factors of the device (such as incomplete removal of the device through the advancer tube) may have contributed to the sealant becoming stuck to the atraumatic tip since this is the only time the sealant would come in contact with the atraumatic tip. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, step 3: remove device of the IFU, it instructs users to ensure complete balloon deflation, then slowly withdraw the balloon catheter through the advancer tube lumen. Failure to hold the advancer tube in place and/or a proper position of the tamping tube was not maintained during catheter removal, the sealant could be dislodged by the catheter, resulting in the reported incident. Neither the phr, nor the information available for review suggests a design or manufacturing related cause for the reported event. Therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. It is unknown if the device will be returned for testing and evaluation.   Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 5f mynxgrip vascular closure device (vcd) sealant was stuck to the atraumatic tip. There was no reported patient injury. The product was clinically used and will be returned for analysis.